Event description:
The facility reports a pt obtained a phone cord, attached it to the lift, and hung herself by the phone cord. The pt died by suicide.

Manufacturer narrative:
The incident occurred at a geriatric psychiatric facility. As no other info has been made available, the manufacturer cannot provide any conclusions. The device has been removed from the facility as part of the facility's preventive measures.